Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information provided. The mobile view station power board was returned to the manufacturer for analysis. The f9, f10, f11, and f12 fuses were all good. The board was received with f11 and f12 as 20a fuses, for this component the fuses are supposed to be 10a fuses. J12 housed the jumper, which was incorrect as the jumper is supposed to be in j13. Visual inspection noted r37 and r39 were burnt. Due to damage on the pcba, it was not installed in the test system for evaluation. The damaged component was confirmed to be caused by an electrical failure mode. A replacement pcba board assembly was sent to the site to resolve the issue.

Manufacturer narrative:
(B)(6). On 11/11/2015 a medtronic representative performed an imaging system check-out, mechanical and safety inspection areas passed. Imaging modalities test failed. Imaging system was not able to perform 3d scan due to a communication issue between image acquisition system (ias) and mobile viewing system (mvs). Return requested for mvs interface cable assy. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, the imaging system showed the message: image frame rates are below recommended levels. Please re-connect the cable between the o-arm and mvs and re-boot mvs. Mvs is mobile viewing system (mvs) the site was not able to perform the 3d acquisition. In trouble-shooting, the connection between imaging system and mvs seemed not to be working properly. The leds on the mvs computer network connector were both in green. The surgeon opted to discontinue the use of the navigation system and the imaging system and abandon the procedure. The surgeon's decision was made post-incision. The procedure will be re-scheduled.